Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500672 investigations did not show issues related to the complaint. The device has returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device misfired and the clips would not lock. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500672 was confirmed with samples received, during visual inspection components looked well assembled; in good conditions, trigger component was pre-activated, no stuck clip in jaws. Samples received did not confirm the defect reported by the customer not locking during visual inspection. However; an alternate condition was found in the device; during the first activation no clip was released; root cause for this issue is considered unknown , due to the trigger component was received pre-activated; activation cycle was not completed. After device was fired several time and a total of 5 remaining clips were closed properly; functional testing shows that the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device misfired and the clips would not lock. The patient's condition was reported as fine.